Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient was hospitalized for an unknown reason. Attempts were made but was not able to reached the patient to obtain any further information.